Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. Twenty-four days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be a leak due to a separation between the transfer set and the titanium adapter. On an unreported date, the patient began treatment with linezolid (route, dosage, frequency, and duration not reported) as home treatment and diflucan intravenously (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapies were placed on hold and the patient would be &#62597;sting&#63494;rom peritoneal dialysis therapy for two months and would be performing hemodialysis therapy during that time. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.